Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer to cvib ribbon cable connectors were reseated to resolve the issue.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient injury.